Event description:
It was reported that the patient developed an infection at the implant site. The patient underwent a spinal cord stimulator (scs) explant procedure. No device malfunction suspected. The explanted device components will not be returned per facility policy. Additional information was received that symptoms of swelling and redness, and some puss draining out of both incisions were noted. The physician believed that the infection was not procedure related. The patient was prescribed with antibiotics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7081693.

Event description:
It was reported that the patient developed an infection at the implant site. The patient underwent a spinal cord stimulator (scs) explant procedure. No device malfunction suspected. The explanted device components will not be returned per facility policy.